Event description:
Complainant alleged that staff members were cardioverting a pt using a multi-function cable and stat-padz. A staff member cardioverted the pt 8 times using her right hand. On the 9th cardioversion attempt, she used her left hand to deliver 200j. The staff member was wearing a thin gold band on her left ring finger and she indicated that she felt a "tingling" on that finger where the band was. There was no adverse effect on the staff member and no indication of any adverse effect on the pt.